Event description:
It was reported that a surgery procedure (diaphyseal femoral fracture) was performed. The nail was locked. During drilling the ao drill broken off. The broken piece remained in the pt. The rest of the drill was discarded. This per is entered with less info.

Manufacturer narrative:
Device was discarded by the hosp. If add'l info becomes available it will be reported on a supplemental report.